Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2017, a 25mm trifecta gt valve was implanted in the patient. On an unknown date in (B)(6) 2023, stents placed in the heart due to blockages. On (B)(6) 2023, the patient was admitted in the intensive care unit (ICU) suffering from congestive heart failure. The physician mentioned all the cardiac events were related to the deteriorated trifecta valve. On an unknown date in (B)(6) 2023, the patient was transported back to the hospital where the implant procedure was done. The physicians performed a transcatheter aortic valve replacement (tavr) and a unknown size replacement valve was implanted. The trifecta valve was deteriorated and lost function and the patients' cardiac function was significantly impaired due to trifecta valve. The replacement valve was functioning but the function was the valve was impaired due to deteriorated trifecta valve.

Manufacturer narrative:
An event of valve deterioration discovered was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. A variety of factors may contribute to svd, including patient, biological, and implant related factors: no implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications.